Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a hardware low level failure alarm. The customer did a self test for the display she got the error twice. The customer reported that they could clear the alarm. The customer reported that they were able to complete insulin pump rewind. The customer reported that the insulin pump failed the self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Hardware low level failures error confirmed in insulin pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.